Event description:
A customer reported "2061 tip attach error" on the aia-900 analyzer. The customer rotated tip trays, loaded a new tip tray and reseated it by pushing on all corners. The customer also powered the analyzer off and on, but the problem persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. At the customer site, the fse confirmed the issue by reviewing printouts. The fse checked the calibration of the liquid sense and found that the eki board was out of range and was recently calibrated. The fse replaced the specimen dispense z-axis assembly and verified the resolution by running liquid sense, clog sense, daily check and quality control without issues and in range. No further action required by the fse. The aia-900 analyzer is functioning as expected. A complaint and service history review from install date august 15, 2025 through the aware date november 07, 2025 for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2061] tip attach error. Cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to failure of the specimen dispense z-axis assembly.

Manufacturer narrative:
Additional information: returned part was lost in transit, therefore not received by manufacturer for evaluation. Correction to section d8/d9. Previously documented: device returned to manufacturer? Yes. Date device returned to manufacturer 14-nov-2025. Correct statement: device returned to manufacturer? No.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.